Event description:
It was reported the pt was not able to adjust the stimulation. Repositioning the pt programmer antenna over the neurostimulator was recommended. The device was powered off. A week and half later, the pt experienced intermittent stimulation. There was no known accident or incident related to this complaint, however, the pt stated the problems began around the time hurricane ike forced him from his home. The pt was in good condition and temporarily living at another location. The pt was encouraged to contact his health care professional. The pt had been traveling to this home on occasion for repairs. The pt requested programming assistance from the manufacturer representative. The pt's stimulator is located in the pt's back. The pt was seen by his physician. The stimulator was reprogrammed. The pt was able to recharge successfully. The pt was no longer having problems with the device system.